Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The loading device and seal were not returned. The tension spring was loaded inside the delivery tube. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Based on the returned condition of the device and the results of the investigation the reported complaint ¿failure properly deploy¿ was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal did not deploy in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Complaint 1 of 2 - (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii poximal seal did not deploy in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4).